Manufacturer narrative:
No conclusion code available. The reported field event of noise and sensing failure was confirmed in the laboratory and was due to an anomalous supply voltage signal which caused erroneous battery voltage measurements. This anomaly was caused by an internal capacitor anomaly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device interrogation before the implant, noise and no sensing was observed. The ICD was connected to the lead and was interrogated again but the issue still persisted. The device was not used.